Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced vaginal bleeding, incontinence, urethral leakage, urinary tract infections, mesh erosion and adhesions. A mesh excision was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.